Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.

Event description:
Asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction / elevated cobalt levels / pain. (B)(4). Bilateral patient. See com-(B)(4) for right hip. Update nov 17, 2017: email notification received. There is no new information added that changes the MDR decision. This complaint was updated on: nov 20, 2017.

Manufacturer narrative:
Asr revision asr xl - left reason(s) for revision: alval / soft tissue reaction / elevated cobalt levels / pain fnol - 05682 bilateral patient. See com-017969 for right hip the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.